Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, a functional check was performed. During the functional check it was found that the snare loop was able to open but failed to retract . The handle cannula was noted to be detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the handle cannula detached. The handle cannula presented very slight torque marks. The handle was disassembled and the internal surface of the finger ring assembly was inspected. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, the handle cannula detached. This was caused by a dimensional issue of the finger ring component which is related to the component molding. There is an investigation in place to address this issue. Review and analysis of all available information indicated the most probable root cause for this event was design. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, a functional check was performed. During the functional check it was found that the snare loop was able to open but failed to retract . The handle cannula was noted to be detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.